Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and a maintenance order potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe plunger rod damage. The probable cause for the defect is related to failure at plunger feeder system at assembly machine. The occurrence reported from this complaint will be monitored for trend evaluation.

Event description:
It was reported that bd plastipak syringe luer-lok had a broken plunger rod. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ had a broken plunger rod. No serious injury or medical intervention was reported.